Manufacturer narrative:
Other components include: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2004 explanted: (B)(6) 2007 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain and other non-malignant pain. On (B)(6) 2017, it was reported that the patient's pump and catheter from (B)(6) were removed on (B)(6) 2007. On (B)(6) 2007, the patient brought to the operating room with a preoperative diagnosis of an infected pain pump. The patient had a history of chronic back with multiple back surgeries, developed draining sinus in the lumbar back at the site of the pump catheter. There were no prior treatments and no complaints. Patient's vital signs were stable. The patient was induced under general anesthesia and then was placed on their side with the right side up. The posterior and anterior wounds were draped in the same field and draped and prepped in the usual fashion with duraprep solution. The midline wound over the lumber wound was opened first and had a small drainage sinus. This was opened with about a 6-cm incision. Dissection was carried down through the subcutaneous tissue to the fascia. The fascia was incised to discover the catheter as expected where the sinus ended. There were no significant collections, but cultures were taken. The anterior flank wound was then opened following the old incision from before. The pump was found in the subcutaneous position and the catheter was still attached. It was pulled from one wound to the other. Before that was done, cultures were taken of the pump. In addition to the cultures, the pump was kept as a specimen as well. During the procedure 1 gram of empiric ancef was used q2. Both w ounds were irrigated thoroughly, and then were closed with 2-0 vicryl and staples. The drain in the patient's posterior wound was left. The drain was intact with good "eval" without acute "svi". Dry sterile dressing was placed over both wounds in the lumbar back and abdomen. The patient was rolled onto their hospital bed, extubated and taken to recovery in satisfactory condition. Hemostasis was maintained through direct pressure and electrocautery and blood loss during the surgery was considered minimal. "Vamiclym", "is" and, subcutaneous heparin was used. Ivf was listed as approximately 700 lf. A hemovac drain was also utilized. Following the surgery, it was reported that skin and tissue integrity was maintained, the patient was free from positioning injury, the patient's body temperature was maintained, the skin condition was considered intact. Gm was listed as nad, "ato". It was noted that IV antibiotics were give after the surgery as cultures were taken. The patient was consulted for ovs and was to resume home pain management regimen. No further complications were reported. The patient¿s medical history included chronic back pain, acid reflux, sleep apnea not managed with CPAP, multiple back surgeries. Allergies to carrots and walnuts. The patient¿s concomitant medications included dilaudid, oxycontin, roxicodone, kadian, nexium, multivitamin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.